Manufacturer narrative:
Review of the system logs found no errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no issue related event codes occurred. The following concomitant products were used during the procedure: endoscope plus 0 degree, monopolar curved scissors, large clip appliers (2), tip-up fenestrated grasper, fenestrated bipolar forceps, vessel sealer extend, sureform 60 stapler with green reload. A site history review found no relevant complaints have been received for the instruments used during this procedure. A device history record (DHR) review for the device(s) used during the procedure found no non-conformances identified to be related to the event. Review of the sureform 60 stapler log found the instrument was installed on the system 1 time and fired 1 green reload. Clamping was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the system logs. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a sigmoid colectomy. The patient developed pancreatitis postoperatively, and the surgeon speculated that this complication contributed to the anastomotic breakdown. Information was not provided regarding the patient¿s clinical course, how the pancreatitis developed, or how the anastomotic breakdown was discovered. How the patient eventually died was not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that after an uneventful da vinci assisted sigmoid colectomy for rectosigmoid cancer, the patient expired on an unspecified date. The surgeon informed the intuitive clinical sales manager (csm) that the patient developed pancreatitis post-operatively, unrelated to the procedure, which caused pancreatic secretions to collect in the pelvis and cause the bowel anastomosis to break down and eventually leak. The leak from the bowel anastomosis led to further unspecified complications. The timeline of the events was not provided and the specific cause of death was unknown. It was reported that no malfunctions of the da vinci system occurred during the procedure.